Event description:
Event description guidant received information that during a lead revision procedure due to elevated threshold measurements, the wrench became stuck in the seal plug and the lead could not be removed. After several attempts to remove the wrench with clockwise rotation the ventricular lead was successfully removed. It was suspected that the seal plug damage had caused pacing failure prior to the explant.